Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14283. It was reported one of the patient¿s supraorbital leads had migrated. Migration confirmed via x-rays. Surgical intervention may be pending to address the issue. It is unknown which lead had migrated, therefore both leads are being reported.

Event description:
Related manufacturer report number: 3006705815-2023-07790. Additional information received indicates that high impedances were noted. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.